Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone#: (B)(6).

Event description:
It was reported to philips by a customer that the unit navigation ring was defective. It is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported the unit had an issue with the navigation ring. The customer stated when trying to make changes to ipap; the numbers were jumping. The rse recommended front bezel gray with a navigation ring would fix the issue. The customer replaced the front bezel to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated. No part was received for failure evaluation but previous investigation have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.